Event description:
It was reported that the 9800 system had a precharge voltage error code and the ethernet port was damaged. Not pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ethernet interface port, hard drive, and batteries were replaced. The singe board computer kit was installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.